Event description:
It was reported that the patient's heart rate has been higher since the top lead was turned on. Follow up was conducted to see if there is an allegation against the lead, but attempts were unsuccessful. Records indicate that the lead remains in use. No patient complications have been reported as s result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.